Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser was not working. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative re-engaged the emergency stop button and performed a preventive maintenance. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 31, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the emergency switch that was pushed in. It is likely that the user did not release the emergency switch after it was pushed in. Based on the information provided, the emergency stop switch functioned as intended and system was found to meet specifications. The manufacturer internal reference number is: (B)(4).